Event description:
It was reported through a company representative that review of the manufacturer's programming history indicated interruption occurred on (B)(6) 2006 and (B)(6) 2006 were the result of an interrupted system test, which both were corrected at the same visit. Programming history dated (B)(6) 2009 show settings that are of system diagnostics, but no test was performed just prior on the visit before on (B)(6) 2009 that could have been the cause. At the moment good faith attempts to obtain additional information have been unsuccessful to date.